Manufacturer narrative:
H3: evaluation of the device determined evaluation determined that broken tool. The likely cause of failure is identified as surgeon used inadequate irrigation during cutting, which caused the head to become caked in bone dust, which reduced cutting efficiency. Surgeon applied side load to compensate, which led to tool fracture. It was also noted that tool received used and broken. Fracture about 1 inch from end of head. Tool head heavily caked in bio-debris. Fracture is perpendicular to stem, no discoloration near fracture site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow-up it was reported that there was no patient or staff impact, procedure type was endoscopic spine surgery and there was no delay in the surgical procedure.

Manufacturer narrative:
Additional information received about b5: on follow-up it was reported that there was no patient or staff impact, procedure type was endoscopic spine surgery and there was no delay in the surgical procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: no conclusion can be drawn. Device evaluation anticipated, but not yet begun medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that tool bur tip was broken. No patient impact reported.